Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the sheath exhibited a loose ceramic tip. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 14 years, since the subject device was manufactured. Based on the results of the investigation and the information provided, the tip was repaired by a non-olympus third party. And defined biocompatibility and mechanical specification of the item is not guaranteed. Olympus will continue to monitor field performance for this device.